Event description:
It was reported that the patient experienced stimulation in the wrong location and a loss of therapeutic effect after a fall in december. The patient was feeling uncomfortable abdominal stimulation which had grown increasingly worse since december. Impedance measurements over 3,600 ohms were seen on all contacts. A group impedance check at 0-/5+ showed that the connection was intact. When impedance measurements were rerun only 0/11 was above 3,600 ohms, though it was noted that the patient had changed position, and there may have been an intermittent system issue. Additional information received reported that the patient was reprogrammed and resumed her therapy.

Manufacturer narrative:
(B)(4). Lead model 377845, lot# n0042623, implanted: 2005 (B)(6), explanted: na; lead model 377845, lot# n0043420, implanted: 2005 (B)(6), explanted: na; recharger model 37752, serial# (B)(4); programmer model 37742, serial# (B)(4).